Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the home patient (hp) wanted another hc because he got off the hc and did a manual drain of 4450ml when the last fill is only 2000ml. The hp had already disconnected and thrown away the supplies. The tsr verified the information for swap and advised the hp to contact the peritoneal dialysis nurse (pdn). There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). During a follow-up with home patient (hp)'s nurse, it was found that there was no patient injury or medical intervention associated with this report and that the hp was doing well with the following treatments. No allegations were made against any of the hp's dialysis products. The homechoice (hc) device was received for evaluation at the product analysis lab (pal). A review of the device logs found no volume of fluid drained that met the current criteria of an increased intra-peritoneal volume (iipv) incident. The reported issue was not confirmed in the device logs or the device history record review. A cause of the reported issue was undetermined. A service history review revealed that no issues were identified that may have contributed to the iipv. Baxter has received similar reports for the reported problem. This issue is being investigated through a CAPA.